Event description:
Event description guidant received information that during a check-up of the patient with this pacemaker, the physician observed that the patient had a slow rhythm. One day later, the device was not sensing or pacing and telemetry could not be established. The decision was made to explant the device. During the explant procedure, the physician discovered that a lead was stuck in the header. The physician separated the header from the device with a tool. The lead remains implanted. One month prior, this device, which had been implanted for six years, displayed a battery status of good. The patient had an intrinsic rhythm and was not pacer dependent. His only symptoms were fatigue and dyspnea upon exertion.